Manufacturer narrative:
(B)(4). Concomitant medical products: cable cerclage cable, cat#: 00223200418, lot#: ni. Cable cerclage cable, cat#: 00223200418, lot#: ni. Cable cerclage cable, cat#: 00223200418, lot#: ni. Cable cerclage cable, cat#: 00223200418, lot#: ni. Cable cerclage cable, cat#: 00223200418, lot#: ni. Cable cerclage cable, cat#: 00223200418, lot#: ni. Report source: foreign country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05488, 0001822565 - 2019 - 05489, 0001822565 - 2019 - 05490, 0001822565 - 2019 - 05491, 0001822565 - 2019 - 05492, 0001822565 - 2019 - 05494.

Event description:
It was reported that when cables were tensioned some strands broke and the cables needed to be cut to get the tensioning clamp off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. 13 lot numbers were received for this complaint. It is unknown which 7 of the 13 lot numbers malfunctioned. Please see the below product information: cat: 22320418, lot: 64297449 qty 1 , exp date: 31 jan 2029, UDI: (B)(4). Cat: 22320418, lot: 64245448 qty 1, exp date: 30 nov 2028, UDI: (B)(4). Cat: 22320418, lot: 64297408 qty 1, exp date: 31 jan 2029, UDI: (B)(4). Cat: 22320418, lot: 64230631 qty 1, exp date: 30 nov 2028, UDI: (B)(4). Cat: 22320418, lot: 63759966 qty 1, exp date: 31 aug 2027, UDI:(B)(4). Cat: 22320418, lot: 64479177 qty 1, exp date: 31 jul 2029, UDI:(B)(4). Cat: 22320418, lot: 64123313 qty 1, exp date: 31 jul 2028, UDI:(B)(4). Cat: 22320418, lot: 64536598 qty 1, exp date: 30 sep 2029, UDI: (B)(4). Cat: 22320418, lot: 64500356 qty 2, exp date: 31 aug 2029, UDI: (B)(4).cat: 22320418, lot: 64523103 qty 3 , exp date: 30 sep 2029, UDI:(B)(4).if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 . Visual examination of the provided pictures identified the cables are frayed and fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.